Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. Prior to hospitalization, the customer bolused for a high blood glucose level, then experienced the low blood glucose level. Troubleshooting was performed and the insulin pump passed the required tests.